Event description:
This complaint is being reported as a malfunction due to the non-functioning of both audio and vibration alarm. There was no evidence of product misuse. The patient declined to return the animas pump for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during testing, the vibration was not functioning. The pump was opened and the pins on the vibration motor were not making an electrical connection. All auditory functions were found to be working appropriately.